Event description:
It was reported that the patient had a battery replacement in (B)(6) 2013 because her battery was ¿dead.¿ it was noted that the patient had not followed up with anybody in six years and she was not receiving therapy. It was also noted that the battery was completely depleted and she was not receiving any benefit from the therapy. The patient was reportedly getting therapy for about five or six months and then ¿it stopped working.¿ it was further noted that the patient had fallen several times because, she was ¿going to be having back surgery and she said it was related to back pain and leg pain, not from her tremor.¿ it was also noted that the patient stated that the therapy stoppage after 5 or 6 months was not related to the falls. It was also reported that the patient had a lead replacement in 2005. It was later reported that the battery was replaced in (B)(6) 2013, it is not clear if the device was replaced in march or february. Please refer to manufactures report # 3004209178-2013-11292 for additional information on a related event.

Manufacturer narrative:
Product ID: 7438 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID: 3387-40 lot# j0546531v, implanted: 2005 (B)(6), product type lead product ID: 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID: 3387-40 lot# j0546531v, implanted: 2005 (B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4).